Event description:
It was reported that customer experienced a continuous glucose monitor error on pump display while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, was walked through reset process, and after reset error did not appear again, with no further actions reported.